Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had hardware low level failure error alarm. Customer¿s blood glucose was 495 mg/dl at the time of incident. Customer stated that the insulin pump did not alarm for insulin flow block alarm. Customer was assisted with self test and insulin pump passed self test. Customer stated that the insulin pump had absence of insulin flow block alarm. The insulin pump will not be returned for analysis.